Event description:
Reporter indicated that a vns patient's generator was replaced due to a "failing battery." A battery life estimation was performed and resulted in -1.4 years remaining until eri = yes. This is indicative that the generator had reached normal end of service. Good faith attempts for additional information have been unsuccessful to date.